Event description:
International affiliate reports that during a vertebroplasty procedure, the confidence cement hardened too quickly. Reports that a less than expected amount of cement was applied which led to an insufficient treatment of affected vertebrae. No other information is available at this time.

Manufacturer narrative:
The cement was used up and is not available for evaluation. Review of the device history record found the cement was released meeting all product specifications and no discrepancies were observed during the manufacturing process. Complaint review by depuy synthes spine¿s quality engineering determined that no conclusions could be drawn as the product was not available for evaluation. However, as noted in the accompanying instructions for use (IFU), cement should be stored unopened in its original packaging, in a dry, clean place away from light, at a maximum temperature between 41° f (5° c) and 77° f (25° c). The IFU also indicates that with the operating room and material temperature of 20 degrees celsius, the application phase is 9 minutes (following components mixing). The handling characteristics and setting time can vary if the product has not been fully equilibrated at 68° f (20° c) before use. Store the unopened product at 68° f (20° c) for a minimum of 24 hours before use. A review of the complaint trend analysis found no observed trends for issues of this nature. Without a product sample, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Used in patient.

Event description:
Additional information was received from the affiliate: the procedure was a vertebroplasty on a compression fracture. It was reported that one dose of the cement was hard and did not pass through a needle. Also, 2-3 other doses became hard in the mixing process and were not injected. There appeared to be some leftover powder in the cement mixer component and the mixer didn¿t include all of the powder in the mixing process. There was a film of liquid on top of the cement mixer when it was disassembled. 1-2 mls of cement was intended to be injected onto the very low vertebral body. However, no cement was able to be supplied. The patient was not able to receive treatment on the affected level. They did, however, inject cement on the contra lateral side.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.